Manufacturer narrative:
The development of the zenith product line successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. At this time there is no evidence to suggest the device was not manufactured to specification. At this time, we are unable to determine the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent endovascular therapy in 2007. The procedure was conducted as labeled and the physician placed one main body and two iliac leg grafts. When the left iliac leg graft was extended into the external iliac artery, stenosis was noted at the junction site, thus balloon pta was performed. The following month, there was no endoleak, migration, nor occlusion noted so the pt was discharged from the hosp. Two months later, an occlusion of the left iliac leg graft was confirmed. Then the following month, the physician performed a femoral-femoral bypass. As of 2008, the aneurysm diameter was 10mm less than at the time of hosp discharge. No endoleak, migration, nor occlusion was confirmed. Pt has recovered.